Event description:
It was reported that during a laparoscopic gastric resection procedure, the pse60a was used and after first firing with blue reload the shafts did not open until the manual release lever was used (knife reverse button used previously did not give desired results). Staple line was fully intact. New pse45a was used afterwards, it worked as usual and surgeon was able to finish the procedure. No adverse event on the patient. Procedure was prolonged by ten minutes.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned with the firing mechanism damaged and with an ecr60b cartridge loaded on the device. The returned reload was fully fired and in good visual condition. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and then, the knife only advanced few millimeters and the firing stopped. The knife reverse button was activated and the knife returned to home as intended. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, the pawl bailout was found to be damaged and engaged with the drive bar. It prevented the device from firing; however, it could not be determined what may have caused this condition. The device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.